Manufacturer narrative:
Unit received with high stop current and alarmed a64 during self test due to faulty y1 at rf board. Unable to verify lost sensor alarms due to a64 alarms.

Event description:
Customer reported that the insulin pump's battery life was shorter than normal. Customer reported receiving lost sensor alarms. Blood glucose level was 91 mg/dl at the time of the call. No further information was provided.